Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter were used during cholangioscopy procedure performed on (B)(6) 2023. During the procedure. Lightning problems were observed after suction. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.